Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following a diagnostic procedure. The arteriotomy was confirmed to be in the common femoral artery which was evaluated for size, tortuosity and calcification. The physician inserted the device and achieved mark. The foot was deployed and resistance was felt. The physician was unable to determine the cause of the resistance and attempted to park the foot for device removal. Resistance was felt when the device was removed. Following removal, the device was examined and the anterior foot was visualized to have remained deployed when the lever was returned to its original position, flush with the body of the device. Manual compression was held for fifteen minutes following device removal and hemostasis was achieved. There were no reported adverse pt effects and no medical interventions were required.